Event description:
Philips received a complaint from customer biomed reporting error message of an autozero failure on v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the customer biomed and confirmed error code 1108 (machine pressure sensor autozero failed) in the diagnostic log review. The rse advised da (data acquisition) pcba replacement. A philips authorized service provider (asp) evaluated the device. The asp disassembled and replaced the da pcba. The device was operational after repairs were completed, passing all specification performance testing. The investigation concludes that no further action is required at this time

Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the system da pcba into a pil v60 standard test bed (stb) for testing. The pil technician visually examined the component and found no anomalies. Functional analysis was performed and identified that the device pressure accuracy testing failed for machine pressure sensor was out of specification at zero cmh2o. However, the suspect da pcba operates on the stb without error code 1108 (machine pressure sensor autozero failed) during the test ventilator operation at pil. The technician could determine that machine pressure sensor component is faulty.